Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited fluctuating shock impedance measurements for several years. This occurred with the patients previous implantable cardioverter defibrillator (ICD), as well as with their new ICD. There was a shock delivered with the previous device which showed a shock impedance of 58 ohms. The shock impedance measurements were greater than 125 ohms with the new device. No adverse patient effects were reported. The lead remains in service.